Manufacturer narrative:
Complaint conclusion: during the procedure, as pulling back the device, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored at the vessel wall and pulled out of the patient's body. There was no reported patient injury. The balloon of the mynx device was prepped according to the instructions for use (IFU), and there was no leakage found from the balloon. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock closed. The advancer tube remained in the manufacturing position. The syringe was not connected to the device. The sealant and procedural sheath were not returned with the device. Per functional analysis, a leak test was performed on the balloon, by inflating the balloon with air. The pressure in the balloon was maintained with proper functioning of the inflation indicator as per mynxgrip instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, as pulling back the device, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored at the vessel wall and pulled out of the patient's body. There was no reported patient injury. The balloon of the mynx device was prepped according to the instructions for use (IFU), and there was no leakage found from the balloon. The device will be returned for evaluation.